Manufacturer narrative:
Device evaluated by MFR.: the returned guidewire was received inside of a non-boston scientific device. The guidewire was unraveled and stuck inside the non-boston scientific device. The core wire was broken/fractured, it was separated from the tip; besides, the coil wire was stretched. No more damages were found in the device. The outer diameter of distal tip, middle of device and proximal section are within specification; however, the overall length could not be performed due to device condition ( guide wire bdy unraveled).

Event description:
Reportable based on device analysis completed on 06mar2020. This device was received with no reported issues. However, upon review of this device, the guide wire was stuck inside a non-boston scientific device and core wire detachment/separation occurred.